Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was replaced due to end of service. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patients ipg was replaced due to end of service. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.